Manufacturer narrative:
(B)(4).

Event description:
It was reported a critical alarm was occurring due to a motor stall from an MRI. No pt symptoms or outcome was reported. The drug contained in the pump was not reported. Additional info has been requested, but was not available as of the date of this report.